Event description:
Device spontaneously shut off while in CT scan despite having a full battery. Pt had to be urgently transported back to ICU to prevent cardiac decline and balloon clotting. Console exhanged. Device removed from service.